Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with a 23" teflon 6 mm inset infusion set, with blood glucose values ranging from 194 mg/dl to 246 mg/dl and no reported device alerts, and site rotation and multiple full supply changes were performed due to concerns about site placement and tubing connection. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.